Event description:
January 12 - radiology technologist reports via phone; (B)(6) year old male having a CT pe study for chest pain. IV access site, left antecubital vein with an 18ga angiocath placed by emergency room (ER) nurse. Optiray 320 loaded into an empty disposable syringe on contrast side, saline loaded into empty disposable syringe on the saline side. Technologist performed a patency check with saline, everything was fine. Injection protocol of 3.0 ml/sec for a volume of 40 ml of saline. Injection completed with no discomfort expressed by the patient. Patient returned to the emergency room. Emergency room nurse reports they noted swelling of the patient's upper arm, descending down into the forearm. Radiology technologist reports no issue with injector system, and they have been continuing to use the injector without problems. Patient indicated no discomfort and was found fine. January 13: covidien drug safety follow up: customer reports; patient recovered, continued edema, no pain, no further follow up.

Manufacturer narrative:
The customer stated there was no malfunction of the injector and they are continuing to use it with no issues. No service visit requested by the customer.